Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the unit skipped while cutting and left a jagged edge. It is unknown if there was patient impact. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was not cutting properly; the motor rpms were noisy but within specifications, the control bar was loose and not in the correct position, the ball plunger and reciprocating arm were damaged, the spring pin was too high, the dowel pins were not flush, and the device was out of calibration. The motor, reciprocating arm, swivel, hinge gasket, planetary gear, planetary carrier, dowel pins, eccentric shaft, lever, ball plunger, bearings, and screws were replaced, the control bar was adjusted, and the device was recalibrated and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.